Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was admitted to the emergency room (ER) for painful stimulation. The patient was in "extreme distress when goes off." The hcp heard the patient scream when "going off." The patient had called the managing hcp who suggested the patient go to the ER due to the pain. The hcp was assisted in turning stimulation off. Troubleshooting could not be performed due to lack of access to the product. They attempted to turn off the implantable neurostimulator (ins) however he kept losing communication and was unable to turn off. The communication was either in process or communication failed. This was tried with and without the antenna. The current amplitude was 3.3v and the patient confirmed the implant was left at 3.3v. The change in therapy/symptoms was considered sudden, occurring today (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.